Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 41622. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9. Date returned to mfg: 19-mar-2025. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Confirmed customer complaint of ¿error 41622¿. When preforming motor test alarm code would come on. Replaced optic switch and switch bracket. Performed motor test again unit passed test. Unit dso (downstream occlusion) seal was lifting. Replaced dso seal. Calibrated dso. Updated software to the lasted version. Performed pvt (performance verification testing), unit passed all test criteria. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.